Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) called to report left eye (os) irritation, itchiness, redness and pain the following am after sleeping in an acuvue® oasys® for astigmatism brand contact lens (cl). The pt reported discomfort, redness, irritation, discharge, and eye pain when looking at bright light upon removing the suspect cl on (B)(6) 2018 am. The pt went to an eye care provider (ecp) and was diagnosed with inflammation and a small corneal ulcer os. The pt was prescribed cylocort (ciprofloxacin/dexamethasone) 4 times daily for 1 week. The pt reported today was the last day of use of medication. The ecp advised the pt it was ok to return to cl wear the day following the last dose of medication. The pt did not have a follow-up ecp visit scheduled, but was advised to return to the ecp if the symptoms returned with cl wear. The pt reported a 21- day wear schedule and does not sleep in the lenses. Pt uses renu multi-purpose solution to disinfect the lenses. The pt stated the os was better. On 14may2018, an email was received from the pt with additional information: a prescription dated (B)(6) 2018 for cylocort 1 drop qid ou for 7 days. A call was placed to the pt's treating ecp for additional medical information, but the ecp was not available. On 15may2018, the ecp office was contacted and an ecp representative advised that the pt needed to request the medical information for it to be released. The pt's diagnosis and treatment were unable to be verified. The pt was contacted and reported that upon return to cl wear, the pt experienced os redness. The pt will return to the ecp for a follow-up appointment and will request the medical report. The pt reported that there were no issues with the od, and the ecp had advised the pt to treat both eyes to ¿balance the flora¿. On 17may2018, the pt was contacted and stated that the next follow-up appointment was scheduled for (B)(6) 2018. The pt has not returned to cl wear and the os is ok now. The pt was not instructed to use any additional medications. On 29may2018, the pt was contacted and reported that the follow-up appointment was canceled by the ecp, with no appointment rescheduled at that time. The pt stated that new lubricating drops were purchased and the pt is now wearing cls from the same lot without any problems. No additional information has been received. The suspect lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00mlp8 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2018, additional information was received from the patient (pt): -an attached note from the eye care provider (ecp) dated (B)(6) 2018, stated: ¿urgent consult, return to normal activities¿ and included an ICD code which verified the diagnosis of corneal ulcer. No additional information has been received. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.